Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, they noticed that the tip of the device was crooked. They were unable to use the device. The surgery was completed with a replacement device. There was no patient injury. Based on the new information received on 07-jan-2026: three additional devices of the same model and diopter value had the same crooked-tip issue and were unusable.

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The product was returned for analysis, and plunger override was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger advanced just past the nozzle tip and is damaged. The nozzle tip has a large split/tear. Intraocular lens (iol) under plunger crushed. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. We are unable to determine the root cause for the reported complaint "tip was crooked and unable to use". The company preloaded device was returned activated with the lens advanced into the nozzle tip. The directions for use (dfu) instructs to inspect the company preloaded device nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use another company iol and company preloaded delivery system. All company preloaded devices are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.